Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade. (B)(6).

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device status unknown.

Manufacturer narrative:
Date of birth (a.2): 1989 (birth year only provided). Photo evaluation: visual analysis of the photographs identified, capsular contracture: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional, further reported, baker grade iii-IV. The device has been explanted and replaced.